Event description:
It was reported "the junction of introduction syringe was falling off". The connection between the syringe and needle was not secure. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the junction of introduction syringe was falling off". The connection between the syringe and needle was not secure. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one cvc kit containing an ars and transduction probe for evaluation. The introducer needle was not returned. Visual inspection did not reveal any defects or anomalies. The ars tip appeared normal. The returned ars was functionally tested with a lab inventory 18ga introducer needle per the instructions for use (IFU), which states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The lab inventory needle felt secure on the returned ars and was able to draw and aspirate water with no issues. The tip of the ars was compared to a lab inventory ars and no differences were noted. A device history record review was performed, and no relevant findings were identified. The complaint of syringe/needle connection not secure was not able to be confirmed by a complaint investigation of the returned sample. No issues were found with the returned ars. A device history record review was performed, and no relevant findings were identified. Without the needle returned, the complaint was not able to be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the junction of introduction syringe was falling off". The connection between the syringe and needle was not secure. No patient harm reported. The device was replaced. The patient's condition is reported as fine.